Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump was shutting off and stopped giving him insulin without him receiving any alarm. The customer stated that the insulin pump was still on though. The customer's blood glucose was 497 mg/dl. The customer treated himself with a bolus. Upon reviewing the alarm history of the insulin pump, the customer stated that he had received the low reservoir alarm, threshold suspend alarm and the no delivery alarm. Advised to monitor the insulin pump and call back if any issues recurred. Nothing further reported.